Manufacturer narrative:
Continuation of concomitant products: 429888 lead implanted: (B)(6) 2018.

Event description:
It was reported that the right atrial (ra) lead was undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.